Event description:
It was reported that the lesion was in the ostium of the right coronary artery (rca), with heavy tortuousity and heavy calcification. The xience 3.0 x 15 mm and xience 3.0 x 28 mm stents both failed to cross the lesion. During the attempts, a perforation was noted. It is unknown which xience stent was being attempted when the perforation occurred. Another 3.0 x 15 mm xience was able to cross and was implanted, to seal the perforation as well as treat the lesion. No further patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified which likely contributed to the stent delivery system being unable to cross the lesion. The reported perforation is a known adverse event listed in the xience v instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of similar incidents for this lot was reviewed and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. Stent: xience v 3.0 x 28 mm is being reported under a separate medwatch report number.